Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the data from the patient's implantable cardiac monitor was not able to be transmitted. The device might not have been communicating with the application. No interventions were performed. There were no patient consequences.